Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Review of the electrograms revealed an episode of noise reversion due to right ventricular lead noise. The patient was asymptomatic to the noise. No intervention was performed; the patient will continue to be monitored.

Event description:
New information noted that the patient ventricular lead continued to exhibit noise. X-ray imaging was good. Noise could be reproduced with isometrics. The dependent patient was asymptomatic. No programming modifications will be performed the patient will continue to be monitored normally.